Manufacturer narrative:
Multiple attempts have been made on 26jun2025, 10jul2025, and 17jul2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had dead spots. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen had dead spots. The customer attempted a calibration of the touchscreen, but this did not resolve the reported issue. The customer requested a touchscreen replacement. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).